Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the site had set up vpn tunnels that were not allowing the stations to validate users properly. The customer asked technical support specialist to update the hosts file to point to the public-facing ip. A technical support specialist confirmed that after making the change, users were able to log in almost instantly. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported when using the bd pyxis¿ es server, the system got stuck at the blue carefusion screen. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.